Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 20th february, 2024 getinge became aware of an issue with one of surgical lights - hled 500. It was stated the paint was chipping from the fork, according to the information provided by getinge technician it was caused by the regular use. Photographic evidence confirmed that issue, also based on that input the designated complaint unit employee found that label was chipping off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 500. It was stated the paint was chipping from the fork, according to the information provided by getinge technician it was caused by the regular use. Photographic evidence confirmed that issue, also based on that input the designated complaint unit employee found that label was chipping off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling and label chipping, which could be considered as technical deficiency, and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily checking. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. No such events regarding label chipping issue. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate, and for label chipping is low. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. To prevent any incident similar to the label missing, the user manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 version of model #, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 version of model #: ard568522052c ; corrected d4 version of model #: ard568350953 . Previous d4 catalog #: ard568522052c; corrected d4 catalog #: ard568350953. Previous h3a device evaluated by manufacturer: no; corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer; corrected h3c if other provide code - explain: n/a.